Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that two years following an intraocular lens (iol) implant procedure, the lens was exchanged for another lens model with the same diopter power. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a cartridge and viscoelastic which are not qualified for use with this lens. A handpiece was indicated, which is qualified for this lens with the qualified cartridge combinations. The root cause for the removal of the iol could not be determined. While there is no malfunction that has been indicated against the lens, the root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).